Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the reported fault. Logs reported error code 63 and 100. Video generator board replaced and full performance checks completed and all ok. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) console that has had a faulty screen whilst being used on a patient on itu. Though there was no disruption to the balloon support, the screen kept turning itself off and then coming back on intermittently. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter name), h6 (investigation type, investigation findings, investigation conclusion, component code), h11.